Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl). The customer would deliver a bolus and the bg did not lower; however, after an insulin injection, the bg would drop. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula as it had been changed twice. The customer confirmed that the pump/supplies appeared to be functioning as expected. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the information.